Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was not pacing. It was also reported that a fracture was suspected and that the lead exhibited high, undefined impedance. A lead revision was attempted but the helix could not be retracted. The lead was capped and replaced. No patient complications have been reported as a result of this event.